Event description:
Following the carotid stenting procedure, the pt remained in the hospital for a few days due to low blood pressure. The pt was doing very well without any neurological deficits. The stent results were very good and uncomplicated. The pt expired at home in 2008. The pt is a male pt was who consented to the study. The index procedure was completed on two weeks prior to original date, and pt was asymptomatic. The target lesion location was the ostium of the left internal carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 6.0. Target lesion diameter stenosis was 90% with lesion length 12.0. Geometry of the lesion was eccentric. Qualitative lesion calcification was described as moderate. Pre-dilatation of the lesion was performed. The final target lesion percent diameter stenosis was 5. Angioguard distal protection device was used, deployed, and retrieved successfully with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged on four days later, with clopidogrel and aspirin directed. After the procedure, the pt remained in the hospital for a few days due to low blood pressure. The pt was doing very well without any neurological deficits. The pt expired on original date. Death was sudden. The pt had a cardiomyopathy and a defibrillator. The cause of death is unk.

Manufacturer narrative:
This study pt experienced hypotension post carotid stent implantation, remained in the hospital for treatment, recovered to baseline and was discharged home. Approximately two weeks post procedure, the pt was found dead at home. The index procedure was completed in 2008, and pt was asymptomatic. The pt's medical history consists of congestive heart failure, coronary artery disease, cardiomyopathy and cardiac defibrillator implantation. The target lesion location was the ostium of the left internal carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 6.0. Target lesion diameter stenosis was 90% with lesion length 12.0. An angioguard distal protection device was used, deployed, and retrieved successfully with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The procedure was completed. The pt left the angio suite neurologically intact. Following the carotid stenting procedure, the pt remained in the hospital for a few days due to low blood pressure. The pt was doing very well without any neurological deficits. The stent results were very good and uncomplicated. The pt expired on two weeks later. Death was sudden. The cause of death is unk. The product was not returned for eval and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Hypotension is a known potential adverse event associated with carotid stent implantation. A conclusion can not be drawn between the event and the mfg process or product quality. Several attempts have been made to obtain more info regarding the pt's cause of death, however with the limited amount of info available, it is unlikely that the death is product or procedure related. The pt had a cardiomyopathy and a defibrillator. The pt's medical history put him into a higher risk category for interventional procedures. The event was evaluated and determined to be unrelated to the cordis product, and unrelated to the index procedure.